Manufacturer narrative:
This complaint was received through medivators distributor, fresenius medical care (fmc) post market surveillance department. It was reported a female patient became unresponsive during a hemodialysis treatment. During follow up with the facility's nurse manager (nm), it was learned the patient had a past medical history of cardiac disease (unspecified), and end stage renal disease and has been on hemodialysis for approximately two years. The patient verbally reported to the nursing staff that she did not feel well close to the end of the treatment and became unresponsive. The treatment was stopped and the venous blood was returned. Reportedly, the arterial blood was not returned due to the nurse's need to immediately attend to the patient. Cardiopulmonary resuscitation was performed successfully. Hospitalization details were not provided. The patient has returned to hemodialysis and continues without further issue. The physician stated he believed the patient's cardiac history was the cause of the event. Centrisol liquid bicarbonate was in use at the time of the event. Lot numbers were not provided. Medivators ra followed up with this facility for additional information. It was confirmed by the facility that no lot information was documented, thus there is no product returned for further investigation. The device was reported to have been used properly and there have been no other reported patient illness or injury with the liquid bicarbonate they received from medivators. Medivators will continue to monitor this complaint within medivators complaint handling system.

Event description:
It was reported that a female patient became unresponsive during receipt of hemodialysis treatment. Centrisol liquid bicarbonate was used in the dialysate solution for dialysis treatment of this patient.